Manufacturer narrative:
An investigation diagnosed a continuous beeping issue with the device, revealing that it emitted triple beeps and failed self-tests, indicating a malfunction in its operation. Since troubleshooting was not conducted on the device, the reported issue could not be verified, and a cause could not be established. As a result, the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. To resolve the issue, philips informed the customer that the AED is no longer covered by warranty and should be removed from service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
On MDR# 3030677-2023-05010, the selection of complete "no" was incorrect as the investigation was completed.

Event description:
It has been reported to philips that the device is failing self-test.